Manufacturer narrative:
The device history record for the lot number, aa6249r02, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. At the time of the DHR review, there were no changes to the process and/or equipment that would have affected the manufacturing of the device. All information reasonably known as of 05apr2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
The following FDA user facility report was received for (B)(4) with an alert date: 15-feb-2017. "Tube was place successfully utilizing the halyard introducer kit for gastrostomy feeding tube. A post procedure c-arm CT noted a filling defect within the gastric body lying somewhat transversely which appeared to be a broken portion of the dilator contained in the kit. A loop and tri-lobed snare and ng were used to grasp the fragment and gently retract it into the esophagus without difficulty. In the upper esophagus, the loop snare became disengaged and repeated attempts could not capture the cranial end of the dilator in the upper esophagus. Under direct visualization through an endoscope, the dilator portion was entirely retrieved." The date of event was updated to (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. (B)(4) has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the (B)(4) complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a (B)(4) product is defective or caused serious injury. Device not returned.

Event description:
It was reported that, the dilator fell apart and broke off in the patient during use and was retained in the patient's stomach. The gastro-intestinal (gi) team was called and procedure was performed to snare the device via the patient's throat. No further information was provided at this time.